Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to associated manufacturer report #3005099803-2008-2867 for a description of the other event. It was reported to boston scientific corporation in 2007, that a jagwire precursor device was used during a endoscopic retrograde cholangiopancreatography procedure (ercp) (female patient; age and weight are unknown). According to the complainant, a new jagwire (lot: 9379775) was opened to perform an ercp. Upon insertion of the wire through the cannula, the hydrophilic tip of the wire peeled off. This was noticed as soon as the wire came out of the cannula. A second jagwire (lot:8887948) was taken to complete the procedure and similarly, the tip of this wire peeled off. The procedure was finally completed with a hydra jagwire. No patient complications were reported as a result of this event.

Manufacturer narrative:
Based on the evaluation of the returned sample, the findings are consistent with damage created by an external device. The exact cause of this malfunction cannot be determined.